Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum on (B)(6) 2020 25, at 00:50 the nurse was in the process of flushing the tube after puncturing the patient's indwelling needle when she noticed a leak at the white skin plug at the end of the indwelling needle, immediately reported to the nurse manager, stopped use and removed the needle, and reported the consumable adverse event.

Manufacturer narrative:
1.the customer did not return the sample, and returned a photo, from the photo analysis, there is obvious blood on the surface of the product, especially the tail of the product, under normal circumstances, there is no blood at this location, which may be a leak near the isolation plug. 2. Production record check lot# 4081481. 1) this batch of products will be assembled in jingma automatic line 4 in april 2024 and packaged in r240 packaging line and cfs packaging line in april 2024, with a work order quantity of (B)(4) pieces. 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications. 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards. 4) in the production process, there is no conformity, deviation or rework behavior. 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products. The returned photos showed leakage at the isolation plug. In response to this defect, the factory has initiated CAPA to trace and investigate its root cause.

Event description:
No additional information provided.